Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate fingersticks. Reporter's results were 224 and 98mg/dl. Reporter did not have any symptoms. The reporter did not wish to troubleshoot at the time of the report. On followup, the reporter's child stated that reporter cleans the meter with alcohol. Reporter checks the confirmation dot when testing. No harm was alleged.